Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels dropped below 30 mg/dl while wearing the pod between 24 and 36 hours. An ambulance was called due to patient's loss of consciousness. Paramedics treated the patient with 6 packets of sugar and honey to raise bg levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d2b: procode changed from unavailable to qfg.